Event description:
This is an adverse event noted as part of the b-300 (B)(6). This is a (B)(6) female with moderate grade intra-epithelial neoplasia (mgin). Circumferential ablation was performed without acute adverse event or device malfunction. A stricture was noted one month later and was serially dilated. At the time of this report, the stricture is significantly improved but the patient will continue to receive endoscopy with dilation until the ae is resolved.